Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly, dropping from 55% battery life to 10% within 10 minutes. Then, when the pump was plugged in to charge, the pump would not charge normally. However, 40 minutes later, the pump battery gauge displayed 100% battery life. There was no reported impact to the customer's blood glucose level.